Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. It also exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the respiratory rate trend signal on the atrial channel. This resulted in an inappropriate mode switch. A boston scientific technical services (ts) noted that an impedance spike had occurred over the past year and discussed programming options. No adverse patient effects were reported. This device remains in service.